Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve (ID 823832) was returned for evaluation. Device history record (DHR) - the product code 82-3832 with lot 7330009, pdtk42 conformed to the specifications when released to stock. Failure analysis - the position of the cam when the valve was received was at setting 40 mmh2o. The valve was visually inspected; no defect was noted. The valve passed the test for programming, occlusion, leak, reflux and siphon guard. The valve was then pressure tested according to test method; the valve failed the test (pressure results are closed to specification). The valve was dismantled and examined under microscope at appropriate magnification: biological debris was noted on the ruby ball. Root cause analysis - the issue reported by the customer is not confirmed. The probable root cause could be due to human misuse. The root cause for pressure issue observed during investigation is due to biological debris observed on the ruby ball: protein build up interfering with the valve in view of the biological debris found during the investigation.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve (ID 823832) was implanted via a left ventriculoperitoneal (vp) shunt on (B)(6) 2025, due to hydrocephalus, coma, and decompressive craniotomy for cerebral hemorrhage. The initial pressure was set at 180 mm h2o. On (B)(6), the pressure was adjusted to 200 mm h2o; however, x-ray verification showed only 70 mm h2o. Multiple adjustments under x-ray guidance were required to finally achieve the intended pressure of 200 mm h2o. A suspected valve malfunction was believed to have caused the adjustment difficulties. On (B)(6), the patient's condition deteriorated due to unresolved hydrocephalus, necessitating another pressure adjustment. X-ray verification again showed failure to reach the preset pressure, and four attempts were required under x-ray to finally achieve 160 mm h2o. Due to clinically confirmed unreliable pressure adjustment, a valve revision surgery was performed on june 26, during which the valve was replaced with the same model. There was no information available indicating whether the patient experienced any signs or symptoms directly attributable to the product issue. The procedure was successful, and the patient remained under medical observation.